Event description:
It was reported, the video system center had poor contact and was displaying scope communication error (error b30) while connecting to many different scopes. The issue occurred during preparation for an unspecified diagnostic procedure and was completed using a similar device. There was no delay, patient was not under anesthesia and there were no reports of patient harm.

Manufacturer narrative:
E1 (establishment name): (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an abnormality that occurred in communication with the scope due to video connector socket failure. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.